Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture the additional information received which indicates that the device was stable and ready for implant. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis indicated that the device recorded days with low temperatures near or below the labeled storage conditions, causing the fault. Moreover, the battery voltage was tracking the temperature, and appeared to still be low based on the latest measurement. Recommendation was not to implant the device and hold it in a warm place for three days. As of this time, this device was not in service. No patient involvement. Additional information received which indicated that the device is stable and ready for implant.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis indicated that the device recorded days with low temperatures near or below the labeled storage conditions, causing the fault. Moreover, the battery voltage was tracking the temperature, and appeared to still be low based on the latest measurement. Recommendation was not to implant the device and hold it in a warm place for three days. As of this time, this device was not in service. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.